Event description:
Additional information received identified the clinical site want to validate the accuracy of the reading. The sensor was recalibrated via right heart catheterization on (B)(6) 2018 and mean was increased by 20 mmhg.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient is receiving inaccurate sensor readings. As a result, a recalibration may be pending.